Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding the power consumption of this pacemaker. Technical services (ts) completed a disk analysis and determined that power consumption was increasing gradually, consistent with capacitor degradation due to hydrogen gas content. Ts recommended device replacement or battery reevaluation in 90 days. No adverse patient effects were reported. This pacemaker remains in service. This device was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected due to the product record review could not identify a product quality issue or new patient harm. Additional information was received that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Event description:
It was reported that there were concerns regarding the power consumption of this pacemaker. Technical services (ts) completed a disk analysis and determined that power consumption was increasing gradually, consistent with capacitor degradation due to hydrogen gas content. Ts recommended device replacement or battery reevaluation in 90 days. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that there were concerns regarding the power consumption of this pacemaker. Technical services (ts) completed a disk analysis and determined that power consumption was increasing gradually, consistent with capacitor degradation due to hydrogen gas content. Ts recommended device replacement or battery reevaluation in 90 days. No adverse patient effects were reported. This pacemaker remains in service. This device was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected due to the product record review could not identify a product quality issue or new patient harm. Additional information was received that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Event description:
It was reported that there were concerns regarding the power consumption of this pacemaker. Technical services (ts) completed a disk analysis and determined that power consumption was increasing gradually, consistent with capacitor degradation due to hydrogen gas content. Ts recommended device replacement or battery reevaluation in 90 days. No adverse patient effects were reported. This pacemaker remains in service.